Manufacturer narrative:
Clarification to d4 expiration date: expiration date is listed as ni in the system a review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported right side rupture. The device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, h6.

Event description:
Un-reporting rupture as hcp determined the device to be intact at explant surgery.